Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod pin tip broke. The event occurred during an initial surgery on the left hip. There was a backup instrument available. There was no patient impact, injury, surgical complications, or delay, and no foreign body retained. There were also no contributing conditions related to the event. The surgical technique was utilized. No additional information available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.